Event description:
In 2007, the lay user/patient contacted lifescan (lfs) another country alleging the one touch ultra meter would not power on. The technical service representative (tsr) contacted the patient to obtain and verify information, however, was unable to reach her by telephone. The patient noted the reported meter would not power two days earlier. On the original date, the patient was experiencing the symptoms of shaking upon waking, and she felt her blood glucose level was low. She did not attempt to test at the time of symptoms. The patient did not take her usual dose of 12 units insulin because she did not know her blood glucose result. The patient administered self-care by consuming cereal and a banana some time before noon. She reported feeling better after eating. At 1.00 pm, the patient began to experience the symptoms of feeling faint. Hot and thirsty. And she felt her blood glucose level was high. She did not attempt to test at this time. At 4:00 pm, the patient borrowed a friend's meter, and obtained the result of 28.0 mmol/l (504 mg/dl). The patient did not take any meals or medications between the cereal and 4:00 pm. The patient then took 18 units of her insulin, and felt better afterwards. The patient ate soup for dinner and took 10 units insulin at bed, and 20 units the following day at 2:00 am. The patient did not seek medical attention. She takes lantus and aspart insulin (12-16 units if eating carbohydrates and 9-12 units if exercising). The patient normally tests 4 times per day. She does not have a back-up meter. The patient did take her usual meals and medication on the previous day. Her expected blood glucose results are between 2 and 22 mmol/l. She stated her results are normally erratic. The customer service representative (csr) determined during the troubleshooting telephone call that the patient was using the correct test strips, and the meter had suffered no trauma. The patient had not replaced the battery according to manufacturer's recommendations. According to the owner's booklet, the expected battery life is 1000 tests or approximately one year. The meter was replaced. The patient alleged the meter would not power on and she was unable to test her blood glucose level. She further claimed she did not take her morning insulin dose and later in the afternoon she experienced symptoms suggesting hyperglycemia, a high reading was obtained on a second meter and the patient received insulin treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and , if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.